Manufacturer narrative:
The lead was returned for analysis. Complete lead returned with helix extended. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. The lead passed testing, the lead tip and helix appears intact. No anomalies found.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead experienced dislodgement and was explanted. No additional adverse patient effects were reported.